Manufacturer narrative:
Complaint conclusion: as reported, the white compression tube of a 6f/7f mynxgrip vascular closure device (vcd) was not visible and the sealant had not deployed; after shuttling the sealant down, hooking the 6f non-cordis sheath side arm with their fingers, and sliding the shuttle and 6f non-cordis sheath back up into the black handle. Hemostasis was achieved through manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely, with no significant resistance when shuttling down, but resistance was felt when retracting the 6f non-cordis sheath. There was access to the right and left femoral artery. The left femoral artery was successfully closed with another 6f/7f mynxgrip. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity, and no presence of calcium in the vicinity of the puncture site; however, moderate peripheral artery disease (pad) was noted in the vicinity of the puncture site. The procedure was an interventional heart catheterization with a retrograde approach used. The deployer's mynx trained. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device 6f/7f associated with the reported complaint was returned for investigation. Visual inspection of the received unit revealed that the shuttle was engaged to the black handle, and the stopcock was in the open position. The syringe was connected to the device, and both the sealant and advancer tube were observed in their original manufactured positions. Additionally, a non-cordis sheath was found inserted on the device. The balloon was fully deflated. The device was thoroughly inspected for any anomalies that may have contributed to the reported issue, and no defects were identified during the visual analysis. Per functional analysis, a simulated deployment test and inflation/deflation test were conducted on the unit. The shuttle cartridge advanced successfully and retracted to the black handle without issues, as outlined in the mynxgrip instructions for use (IFU), confirming proper sealant deployment. The advancer tube was properly engaged with the proximal tamp lock. Additionally, an inflation/deflation test was performed. The balloon fully inflated, maintained pressure, and deflated properly without any ruptures or pressure loss, in accordance with the mynxgrip IFU. The reported events of ¿sealant-failure to deploy-advancer tube¿ and ¿sealant-device deployment jam¿ were not observed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since there were no issues noted during analysis of the returned device. However, the reported failure may have been caused by procedural/handling factors, such an incomplete engagement of the advancer tube (even though the customer reported that the sealant was shuttled down completely). It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, if the sealant is hydrated after attempting to shuttle down the sealant, this can cause some resistance when retracting the shuttle as the sealant is pulled back to its manufactured position. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white compression tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible and the sealant had not deployed; after shuttling the sealant down, hooking the 6f non-cordis sheath side arm with their fingers, and sliding the shuttle and 6f non-cordis sheath back up into the black handle. Hemostasis was achieved through manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely, with no significant resistance when shuttling down, but resistance was felt when retracting the 6f non-cordis sheath. There was access to the right and left femoral artery. The left femoral artery was successfully closed with another 6f/7f mynxgrip. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity, and no presence of calcium in the vicinity of the puncture site; however, moderate peripheral artery disease (pad) was noted in the vicinity of the puncture site. The procedure was an interventional heart catheterization with a retrograde approach used. The deployer's mynx trained. Other procedural details were requested but were not provided. The device will be returned for evaluation.